Event description:
It was reported that the second t did not triggered. No patient injury was reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.

Manufacturer narrative:
Device was received for evaluation. The complaint reads: ¿it was reported that the second t did not trigger.¿ no anchors were returned. No suture was returned. Device was bent and twisted at it delivery needle. The device¿s needle curve feature is virtually non-existent. The device has been manipulated into a configuration resembling a flat needle device. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Device shows symptoms of difficulty in reaching the desired tissue site. Device does not cycle or actuates any longer due to the damages attained. No root cause related to the manufacture of the device was confirmed. Use error may have been a contributing factor to the event.